Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with generator migration reported as lateral and more superficial without pain. Patient was seen in clinic on (B)(6) 2020 without acute findings. The physician indicated concern that larger m106 generator migration may be associated with need for larger "muscle bites" to keep in place in comparison to prior generator size. It is unknown if a non-absorbable suture was used to secure the generator during implant. The intervention was noted is for precluding serious injury - concern for superficial placement and risk of breaking through the skin, increasing the risk for infection. No known surgical intervention has occurred to date. No other relevant information has been received to date.